Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was under-fill or low draw of a tube with blood and hemolysis. The following information was provided by the initial reporter. The customer stated: "these tubes draw blood very slowly /as if there is no vacuum. The blood drips into them. After centrifugation we have haemolysis and such a tube must be rejected for laboratory tests."

Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 17-march-2023. H3. Bd received 101 samples for investigation. The customer samples were tested and no issues relating to hemolysis and underfill were observed. 20 returned samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification and in a timely manner. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure mode (hemolysis) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hemolysis and underfill. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to hemolysis were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was under-fill or low draw of a tube with blood and hemolysis. The following information was provided by the initial reporter. The customer stated: "these tubes draw blood very slowly /as if there is no vacuum. The blood drips into them. After centrifugation we have haemolysis and such a tube must be rejected for laboratory tests."